Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller with an evac 70 extra hp wand, the wand was allegedly not getting enough power to cut the tissue. The procedure was completed suing a competitor's device. There were no significant delays or pt complications reported as a result of this event.